Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up with shortness of breath. Upon interrogation, the atrial lead exhibited loss of capture and sensing. X-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016.